Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that she was found unconscious in her car, and the paramedics were called. The customer stated that she has contacted her hcp, and will be making a visit first thing in the morning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.